Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications the legal manufacturer performed an investigation. A definitive root cause was not identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause(s) of the peeling of the insertion section is the following: physical stress from rubbing or striking the insertion section or the like. Chemical stress due to deviation from IFU (reprocessing manual). Stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays). As a preventive measure, the following statements can be found in the instructions for use (IFU) or the reprocessing manual: IFU: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ reprocessing manual: "for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ reprocessing manual: ¿¿ store the endoscope and accessories in an endoscope storage cabinet which also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope."

Manufacturer narrative:
The event date is (B)(6) 2021 when the reportable phenomenon was noted. Further inspection of the returned device confirmed the customer¿s complaint of a leak due to cracked on the bending section rubber glue of the scope¿s cover and hole/cut on the bending section rubber. The charge-coupled device (ccd) shrink tube was found cut. Dents and damage were noted on the scope¿s insulation and plastic scope. The scope ID chip showed 414 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported a leak from a hole at the scope's distal tip. There was no patient injury reported. The scope was returned for evaluation and found multiple deep scratches and peeling on the insertion tube approximately at the 30cm mark. This report is being submitted for the event found during evaluation.